Event description:
It was reported the patient's trial implant procedure was abandoned. The physician was unable to access the epidural space due to the patient's scoliosis.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.